Manufacturer narrative:
All of the buttons functioned properly. The keypad was not damaged, the keypad was fully locked, and there was no cosmetic damage. (B)(4)

Event description:
The customer called in to report a keypad anomaly and high blood glucose levels. The customer could not recall any significant events leading to the issue. The customer's blood glucose level ranged from 443 to 594 mg/dl. The customer had tried to treat with the insulin pump, but the keypad was unresponsive. The customer stated she thought she had an infection. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.